Event description:
It was reported that the atrial lead impedance in both unipolar and bipolar was greater than 2000 ohms, and sensing was intermittent. The physcian had punctured his glove during the implant procedure the day before, and while changing it had neglected to tighten the atrial setscrew. The pocket was reopened and the setscrew was properly tightened resulting in normal impedances, capture and sensing.

Manufacturer narrative:
Na